Event description:
The pt presented with pain and breathlessness and the surgeon concluded the valve was impeded. The pt was reported to be taking anti-coagulants as prescribed. The decision was made to replace the valve with a tissue heart valve; however, the pt expired on (B)(6) 2012 due to heart failure.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause for the valve leaflets being impeded remains unk.